Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 04-sep-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) is scheduled for a lead revision on (B)(6) 2022. No additional details have been obtained at this time. Contributing factors are unknown. Troubleshooting is unknown. Manufacturer representative (rep) is awaiting details from surgeon. It is unknown if the issue has been resolved. Additional information was received from the manufacturer representative (rep) reporting that the cause of the lead revision has not yet been clarified as the surgeon has been out of town. The office said now that the case is postponed. Rep does not have a new rescheduled date yet. Actions taken to resolve the issue included reprogramming. It is unknown if the issue has been resolved.

Manufacturer narrative:
D10: product ID 3387s-40 lot# va0e1fm serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3708640 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the lead revision has not yet been clarified as the surgeon has been out of town. The office said now that the case is postponed. Rep does not have a new rescheduled date yet. Additional information was received from the rep stating no lead revision performed on the patient. Right vim target was not giving patient full efficacy of tremor control they desired. It is unknown if the issue has been resolved. The surgeon changed the procedure and details since last info given. The case went fine but went from plan to add a 3rd lead to psa target, he ended up explanting right vim lead (left still intact) and implanting sensight lead into right psa target. Actions taken to resolve the issue included reprogramming; implanted new lead in new target psa. Removal of right vim lead extension. Note saw impedance issue in pre-op interrogation (short) on left vim lead contact 0 monopolar only. The impedance issue was resolved with the new battery implant (ins replaced due to normal battery depletion). Patient has not been programmed for new psa lead yet on right target.. The lead was explanted and new lead implanted in different target